Manufacturer narrative:
Investigation is not completed. Product was not returned. Additional info has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. This event occurred in another country.

Event description:
Allegedly, poly was worn out. Insert changed.